Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2024 by arthroscopy, sports medicine, and rehabilitation, titled ¿comparison of clinical outcomes between nonoperative treatment and arthroscopically assisted stabilization in patients with acute rockwood type 5 acromioclavicular dislocation.¿. The study reviewed forty-eight (48) patients that underwent arthroscopically assisted coracoclavicular (cc) stabilization using a suture-button technique, with additional percutaneous ac tape cerclage, using tightrope suture-button + fibertape ac cerclage (arthrex). During the 62-month follow-up period, twenty-three (23) patients experienced loss of reduction to rockwood iii at final follow-up. Source: akgün, d., et al. (2024). "Comparison of clinical outcomes between nonoperative treatment and arthroscopically assisted stabilization in patients with acute rockwood type 5 acromioclavicular dislocation." Orthop j sports med 12(11): 23259671241289117.